Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Dr (B)(6) was using the trident system. He reamed to 54mm using the cutting edge reamers and trialled with a trident 54mm window trial on the introducer. When attempting to remove the trial 54mm trident window trial, the window trial separated from the introducer, leaving the window trial in the pt's acetabulum. Dr (B)(6) used a bone hook to remove the window trial as he could not get the trident introducer to attach to the 54mm window trial.